Event description:
The customer reported the system failed when using the foot pedal. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The nodes were flased and the battery xray controller was replaced. The system was then found to be working as intended.